Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.